Manufacturer narrative:
Evaluation result: fowler.

Event description:
It was reported by service report that the fowler was stuck in a 30 degree angle. No patient involvement or adverse consequences are reported.